Event description:
Per the audiologist, the pt reported intermittent sound with her device. The pt was unable to keep the external transmitting coil securely over the internal device even using the strongest external magnet. In 2007, the pt had skin flap revision surgery. The audiologist reported that the surgeon removed a large amount of tissue beneath the skin flap. The pt was instructed not to wear the device until the site healed. On the following month, the pt resumed use of the sound processor. She reported hearing consistent sound with the device.

Manufacturer narrative:
This type of event is addressed in the device labeling.